Event description:
This spontaneous report originating from united states was received from a registered nurse referring to a female patient of unknown age. This report concerned 1 patient and 1 device. The patient's medical history, drug reactions/allergies and concomitant medications were not reported. The reporter (nurse) mentioned that on (B)(6) 2022, a physician was removing a vacuum-induced hemorrhage control system (jada system) and noticed the suction was at 120 mm hg (millimeter of mercury) (wrong technique in device usage process). It was unknown how long suction was at 120mm hg. No additional adverse event (ae) (no adverse event) or product quality complaint (pqcs) were reported, no additional information was provided. Upon internal review, the event of wrong technique in device usage process was determined to be medically significant. This is one of two reports received from the same reporter. Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.